Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call lost sensor alarm, external ram crc error alarm, unexpected restart alarm, spi to asic communication error and displayable history crc check failure. Customer's blood glucose level was unknown. Customer advised the sensor was inserted inside their belly and the patient did not receive a new transmitter. Customer advised when they removed the sensor the electrode was missing. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.